Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower medication was not showing on patient profile. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the medication was not showing on the patient profile. A technical support specialist (tss) spoke with the pharmacist, who was able to change the item in the system to the correct one. The system functioned as intended after the customer troubleshot the device.